Event description:
Customer reported that the insulin pump had been returning the same error alarm for the past several days. Customer reported that the insulin pump was also resetting. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the self-test due to faulty remote frequency board. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)